Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented with high ventricular rate episodes due to ventricular lead noise. Programming changes were made. The patient was complaining of dizziness, but it is unknown if it was caused by the hvr episodes or other patient heath complications.